Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings: a review of the black box and alarm history showed multiple call service 052/064/078/087 alarms. Evidence of moisture corrosion was observed on the display screen inside the pump. The leak test failed due a battery compartment leak. The pump powered up to a blank screen upon start up. The alleged call service alarm issue was unable to be adequately investigated due to the blank display. The pumps cover was removed, and further moisture corrosion was found to the power printed circuit board and to the display circuit and to the keypad flex/connector.